Event description:
During a knee procedure on (B) (6) 2010, that utilized a signature knee guide, the surgeon found the tibial cut block to have excessive varus and posterior slope. Standard instrumentation was opened and used to complete the procedure, but a delay of more than half an hour occurred.

Event description:
It was reported that during a knee procedure on (B) (6) 2010, that utilized a signature knee guide, the surgeon found the tibial cut block to have excessive varus and posterior slope. Standard instrumentation was opened and used to complete the procedure, but a delay of more than half an hour occurred.

Manufacturer narrative:
Evaluation results provided by supplier were inconclusive.(B) (4).

Manufacturer narrative:
Product and complaint has been forwarded to contract/manufacturer supplier. Upon completion of evaluation, a follow up report will be sent to the FDA.